Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified right coronary artery. A 12 x 3.50mm rebel stent was advanced and was able to cross the lesion. Upon pulling the device back for placement, the stent was dislodged from the stent delivery system (sds) balloon. A guide wire was then advanced past the stent and a 3.5x14mm non bsc stent was deployed to appose the 12 x 3.50mm rebel stent against the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Returned product consisted of a rebel stent delivery system. There was contrast in the inflation lumen and balloon. There were numerous kinks throughout the hypotube. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination revealed that the balloon was loosely folded with stent impressions between the markerbands. The stent was not returned for analysis, as it was implanted per the reported event. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified right coronary artery. A 12 x 3.50mm rebel stent was advanced and was able to cross the lesion. Upon pulling the device back for placement, the stent was dislodged from the stent delivery system (sds) balloon. A guide wire was then advanced past the stent and a 3.5x14mm non bsc stent was deployed to appose the 12 x 3.50mm rebel stent against the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was fine.